Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed cosmetic damages to the front panel and bottom shell of the unit. The unit was found to visually and audibly alarm during alarm conditions. No product performance issue identified related to spo2 and pulse rate, based on the investigation above, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.

Event description:
It was reported device is not reading properly and battery issue. No consequences or impact to patient was reported.